Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) with a chronic implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms. Additionally, noise and oversensing was observed. Another device was implanted and the chronic lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.